Manufacturer narrative:
Product complaint # (B)(4). Batch # r59a6y device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, when triggered the device, there was not the familiar sound while disrupt the plastic ring and the device did only stapled but did not cut. Only after opening and closing could be cut, but it made over sewing necessary. No harm to the patient.